Event description:
It was reported that a spectrum iq infusion pump was running but did not infuse during patient infusion in the neonatal intensive care unit (nicu). Infusion took place from 5 am to 3:30 pm at a dose of 6.9 ml/hr, after which the dose was increased to 9.1 ml/hr. At 1 pm blood was backing up into the line while the tubing was flat and kinked inside the pump and the bag seemed to be full. There was nothing unusual found during troubleshooting that would cause or contribute to the condition other than the log showed that it alarmed for an upstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not infuse" "blood was backing up into the line while the tubing was flat and kinked inside the pump " was not reproduced. Evaluation sent the device for flow lines for flow testing at 6.9 ml/hr. For 60 mins at 6.9 volume to be infused with the results of 6.884 and passing error percentage of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log was performed and identified an infusion of dextrose on the reported event date programmed at a rate of 6.9 ml/hr and a volume to be infused (vtbi) of 6.9 ml. The user confirmed flow in the drip chamber when prompted by the pump. The user confirmed flow when prompted by the pump multiple times throughout the infusion. After all upstream occlusion alarms in the log it showed the user cleared the alarm and confirmed flow when prompted by the pump. The spectrum iq operator's manual includes multiple warnings about kinked tubing in sections 2. Safety information, 7. Preparing the pump and IV sets, 8. Programming the pump, and 9. Alarms. The pump will also display a "check flow" screen at the start of every infusion and ask the user if all the clamps are open, there are no kinks in the tubing, and if drops are flowing in the drip chamber. If the pump alarms "upstream occlusion," an "upstream occlusion check flow" screen will be displayed on the pump and will ask the user to confirm if all clamps are open, there no kinks in tubing, and there are drops falling in the drip chamber. It also warns the user if the occlusion remains, the pump may be infusing below the programmed rate or not infusing at all. Should additional relevant information become available, a supplemental report will be submitted.